Event description:
It was reported by customer that patient experienced electrical shock symptoms during the procedure, since device was not working properly.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. Visual inspection of the returned controller only had minor scratches. Functional evaluation revealed that the controller functioned as intended according to the reported event. All ablation and coagulation output voltages fell within specified ranges. The complaint was not verified and the root cause was unable to be determined since the device functioned as intended. Potential factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes: there could have been a power surge to the controller which could have caused the controller not to work or there may have been a loose power connection or interference between other devices. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution.